Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The damage measured approximately 0.081" x 0.138" in length with no pieces missing. The grip cables and conductor wires were not damaged. No additional thermal damage was found on the instrument. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy delivery test was performed and the instrument delivered energy successfully without signs of sparking, smoking or additional damage delivered to the yaw pulleys. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically attributed to mishandling, most commonly caused by carbonized tissue creating a conductive path. During fa investigation, an additional failure that was not reported by the customer was observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.056" - 0.267" in length and were not aligned with the tube axis. The root cause of the main tube scratch marks/abrasions is attributed to mishandling.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the maryland bipolar forceps instruments for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) and/or if additional information is obtained. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 7 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument melted and smoked with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure on, the maryland bipolar forceps instrument was observed to have melted insulation. It was also noted that smoke was produced. An intuitive surgical, inc. (Isi) clinical territory associate (cta) was present during the procedure and reduced the effect and power of the coagulation. No error messages presented. An isi technical support engineer (tse) was contacted for assistance. Review of the system logs did not identify any relevant system errors. The erbe integrated electrosurgical unit (iesu) was noted to have produced too much effect, which persisted when reduced to the minimum setting. The procedure was completed with no reported injury. On july 14, 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the erbe iesu was exchanged by an isi field service engineer (fse), after which no further issues occurred. On july 15, 2021, isi obtained the following additional information regarding this event: it was noted that dissecting was being performed when the smoke appeared, and that no arcing was observed. Bipolar energy was being activated and an erbe generator was used with coagulation. A monopolar cord was not connected to a bipolar instrument. The instrument had been in use for at least 5 minutes. A "castate cast iron on the sheath" of the maryland bipolar forceps, fenestrated bipolar forceps and, cadiere forceps instruments were in use when the event occurred. The instrument tips did not collide with any other instrument, tool, staple, clip, or suture during the procedure.